Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a lumbar fusion case on (B)(6) 2012 (removal of a non synthes-screw), the synthes removal set was used and damaged during the process. The tip of the device was broken. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.